Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt said that they had to have the ins battery moved in either (B)(6) of 2024. Pt said that the ins was then working fine.

Manufacturer narrative:
Continuation of d10: product ID 97745ac, serial# unknown, product type accessory. Product ID 97755 , serial# unknown, product type recharger. Product ID 97745 , serial# unknown , product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient stating they called dr. Office and was unable to work with dr. Office because they owe (B)(6). Patient mentioned they were able to find their lost equipment expect the ac power supply. Patient confirmed having a box sent to them and confirmed finding an ac power supply in the package. Patient noted they last charged their implant 6 months ago when they moved. Agent reviewed with patient to fully charge their controller then charge their implant.

Manufacturer narrative:
B5: section updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.